Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "leaking". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left is "leaking" and "a hard lump". Device has been explanted.

Event description:
Healthcare professional additionally reported "micro-calcifications." Patient also reported "pain"; this event is not device related.

Manufacturer narrative:
Continued h.6: f2203.